Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr.(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. Functional testing was performed and it failed, receiver would not turn on. Performed review the downloaded data log and found rttloss in the log within the investigation window. The receiver case was opened for an internal visual inspection and it passed. Trouble shooting for the receiver and battery was completed, with a defective battery confirmed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.